Manufacturer narrative:
(B)(4). The customer reported that the device shut down 15 minutes after being removed from power source (ac power). There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shut down 15 minutes after being removed from power source (ac power). There was no report of patient involvement.